Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Omnipod insulin management system ¿ user guide: model: ust400, 14421-aw rev h 01/16, living with diabetes 9 / page 107. Warning: if an infusion site shows signs of infection: 1. Immediately remove the pod and apply a new one at a different site. 2. Contact your healthcare provider. Warning: check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
The patient reported going to a walk-in center and being diagnosed with cellulitis. She stated that the site was hot, red, and painful. She was given antibiotics, injection and 10 day. The pod was worn on her abdomen for longer than 48 hours. She was also experiencing an infection on her forearm, not related to pod wear, at the time.